Event description:
The patient did have brief (1-3 minute) period of asystole and low blood pressure. Pt also started with a creatinine of 1.8 (high normal is 1.3). Physician felt this was due to dehydration. Contrast used was 230cc - not too excessive. The patient received a combination of tissue plasminogen activator (tpa) and angiojet - with great results but did have hemoglobinuria. An immediate renal consult was obtained and the nephrologists ordered fluids and though the kidneys would normalize in about a month. Unfortunately, the patient now has a tunneler catheter, but pt is alive and otherwise o.k. Physician expressed concern about this as an off-label procedure and felt co needs to be aware of this - he said it has occurred a few times in pulmonary embolis and a few deep vein thrombosis. All of the cases have been with tpa and angiojet in combination. Hypotension can cause the kidneys to shut down - generally the blood pressure has to be below 80mmhg for a period of time. (In this case the blood pressure wasn't low for very long so quesiton this as a cause - high contrast usage, particularly in a renal comprised patient can cause this - 230cc would be a lot if the creatinine wasn't due to dehydration. Significant hemoglobinuria in a renal comprised patient may cause this also. The combination of all three of these is probably cumulative.